Event description:
Breath delivery (bd) communication failure.====================== manufacturer response for ventilator, puritan bennett (per site reporter)======================service technician from covidien came in to do repair. He replaced the graphic user interface-to-breath delivery (gui/bd) cable and did all associated testing. He gave the okay for future use.